Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893446. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2013, the patient was hospitalized for the event. The consumer stated that the event of peritonitis was not yet confirmed. Treatment and cause of peritonitis were not reported. On (B)(6) 2013, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.